Event description:
It was reported that the patient's right ventricular (rv) lead was exhibiting hundreds of t-wave oversensing (twos) episodes, all of which were withheld. It was noted that the lead did not provide inappropriate therapy. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.